Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 17.7 mmol/l, 9.2 mmol/l, and 7.2 mmol/l, on the accu-chek mobile system. No adverse event associated with the alleged malfunction was reported. At the time of the report, patient had disposed of the suspect test cartridge.

Manufacturer narrative:
The event occurred in the (B) (6). (B) (4). Device not returned to manufacturer.